Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by a health care professional that when the cutter was placed in the motor, the latter whips during use and causes the motor to overheat pre op. There was no patient impact. The procedure was completed with a back up device with 15 minutes delay.